Manufacturer narrative:
H10: additional information. The device has not been returned for complaint evaluation. Further information received show that the device was returned to the local distributor, oxygen care, who assessed the device to have no faults. All provided information has been reviewed and we are not able to confirm the reported complaint the instruction for use highlights that ambient operating temperature can affect charging, this increases the operating temperature. The device will pause charging until the ambient temperature is reduced. In addition, explicit instructions are given, if the device is shown to not charge after four hours, then the device must be returned. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. A complaint history review revealed further instances of this nature, with no manufacturing problems observed, no corrective actions are deemed necessary this investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6).

Event description:
It was reported that a renasys touch non connect 4th ed device is faulty as it was not fully charged and appeared to be showing a low charge although it was left charging overnight. Also, the pump is hot to touch. A smith and nephew back-up device was available. No other complications were reported.